Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported the adhesive from the infusion sets were not sticking to the patient's skin. The caller alleged that there was a leak around the site. The patient experienced elevated blood glucose levels. The lot number was not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation. No adverse event was reported.